Event description:
Facility reported forty mins into the treatment, a kink was noted in the arterial line just above the dialyzer. The treatment was stopped and the pt was sent to the hosp for observation. The pt was subsequently discharged home. The lipase was 403, hemoglobin was 11.7 and 18 days prior the hemoglobin was 12.4. The sample was discarded by the facility.